Manufacturer narrative:
This report is for an unknown screwdriver shaft/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a posterior spinal fusion procedure. While the doctor was performing the procedure given that the patient's bone was hard, two (2) screwdriver shafts were damaged that were used with the same torque limiting handle. The screwdriver shaft was stripped at the distal end tip. Nothing fell into the patient. There was no surgical delay. The procedure was successfully completed with no patient consequence. Concomitant device reported: unknown torque limiting handle (part# unknown, lot# unknown, quantity# 1). This report is for one (1) screwdrivers: shafts. This is report 1 of 2 for (B)(4).